Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. The info on reprocessing of the device was requested; however, no response has been received.

Event description:
The customer contact reported spray of fluid with subsequent exposure to the nurse. It was reported that as the full liner was being removed from the receptal canister, the tubing from the vacuum port on the liner lid disconnected from the port. The customer reported the fluid contents "sprayed" on the nurse. There were no reported adverse effects to the nurse. No medical interventions were required. Though requested, no add'l info was provided.